Event description:
It was reported that there was high impedance issue and a revision was done. There was full explant and re-implant done. No patient symptoms or injuries were reported. It was noted that the lead was cut or modified by original implanting physician. Patient outcome was noted as alive with no injury or adverse event.

Manufacturer narrative:
Product ID, 748966 serial# (B)(4), implanted: 2005 (B)(6), explanted: 2012 (B)(6), product type extension product ID, 7434a serial# (B)(4), implanted: 2005 (B)(6), product type programmer, patient product ID, 3999-30, implanted: 2005 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3986a lot# lc4586, implanted: 2005 (B)(6), explanted: 2012 (B)(6), product type lead. (B)(4). Analysis of the extension (model 748966 serial # (B)(4)) found no significant anomaly. The extension body was cut through and segmented. Analysis of the implantable pulse generator (model 7425 serial # (B)(4)) found no significant anomaly. The stimulator was functionally okay. Analysis of the lead (model 3999-30) found the distal end conductor was broken. There was molded rubber cut on the distal end of the lead and half of the electrodes on hinged paddle were removed. The circuit 0-3 was not returned.